Manufacturer narrative:
Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) (61208u159) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 2+. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 4+. A second clip delivery system (cds) (70213u204) was advanced to the mitral valve to be implanted lateral to the first clip; however, during positioning the clip got caught on the anterior leaflet, the stabilizer was moved (pushed in) and the clip moved to the medial commissure/chordae. The clip was stuck in the chords and had to be implanted in the chordae. A third clip was implanted, reducing mr to 1+. The patient remained stable. There was no clinically significant delay during the procedure. No additional treatment was planned for the patient. No additional information was provided.